Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that introducer needle fractured while in the body. Customer¿s blood glucose was unknown at the time of incident. Customer states the introducer needle was not still in the skin. Customer reports that they did not receive medical treatment as a result of needle fracturing while in the body. Sensor will be returned for analysis.